Event description:
Customer reported leaks at luer connection. Leak was found while performing high pressure test during troubleshooting. Customer tightened the connection and the leak stopped. Customer did not know lot number.